Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the pocket site due to excessive scar tissue. Surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced. Discomfort has resolved.